Event description:
Administered heparin sc as ordered with the needled supplied in stock room. Easypoint needle 25g x 5/8" ref (B)(4) pushed retractable safety and the spring and needle were ejected from casing. We were able to locate both pieces. Spring on the floor and needle had fallen on patient lap.